Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for varying impedance and non-sustained ventricular tachycardia episodes. Approximately a month later the lia was triggered again for non-sustained ventricular tachycardia episodes, noise and elevated sensing integrity counter (sic). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.